Manufacturer narrative:
The device was received with the soft cannula fully deployed. Fluid was found to be leaking from a tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 15.9 mmol/l (286.2 mg/dl) while wearing the pod on the abdomen for between 1 and 4 hours. As treatment, a new pod was applied.